Event description:
It was reported that the patient had a hypoglycemia event while using the aviva system in (B)(6) 2018. The patient couldn't recall the exact date. During the afternoon, the patient felt like his blood glucose level was low so he ate a sweet snack of candy. He then later tested his blood glucose level at an unknown time on the aviva meter while he was at work. The blood glucose result was "350 mg/dl to 390 mg/dl". He could not recall the exact blood glucose result. The patient took 15 units of novolog insulin based on the blood glucose result. He took more than normal amount of insulin due to the elevated result. The patient was driving home from work at an unknown time and wrecked his car due to hypoglycemia. The paramedics arrived and tested his blood glucose level with a result between "33 mg/dl to 38 mg/dl". The patient was treated with glucose and taken to the hospital. The blood glucose result and type of treatment provided at the hospital were not provided. The patient was released from the hospital after a "few" hours later. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.